Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, between approximately 6:00-7:00 pm, the patient experienced a headache and stomachache. At that time, the patient¿s cgm displayed reading of 42 mg/dl. No bg meter value was obtained because the patient did not have a glucometer available. The patient presented to the emergency room (ER) for evaluation. Upon arrival, the cgm reading was 53 mg/dl, while the bg meter reading taken at the ER was 185 mg/dl. The patient was treated with an unspecified medication for headache and discharged home in less than 24 hours. Following administration of the medication, the patient¿s cgm continued to display 42 mg/dl, while the bg meter reading remained 185 mg/dl. At the time of reporting, the patient was noted to be stable and ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).